Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The pt had reported overheating of ins to their pain mgmt hcp, dr. (B)(6). The timing and any details about this event are unknown.